Event description:
The user facility provided additional information that no pieces of the device fell into the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issue. Based on the damage to the device, observed during the device evaluation, the legal manufacturer determined the most probable cause for this error pattern is a damage at the optical system (for example, broken lenses). The technical cause for the reported issue is likely due to improper handling by the customer (e.g., drop, impact, fall).

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. A definitive root cause was not identified.

Event description:
A user facility reported to olympus a cracked rod lens and that components broke off inside the patient. There was no patient injury or harm associated with the event reported to olympus. The intended procedure is unknown. It is unknown if the procedure was completed.